Event description:
Anti-reflux valve failed, causing secondary IV fluids to free flow into the primary IV bag. This resulted in an underinfusion to the pt. The medication underinfused is unk. There have been a number of failures with this type of tubing in this facility. According to the site reporter, the MFR stated there had been several other facilities in which tubing failures are occurring.